Event description:
Device was being used to perform cardiopulmonary resuscitation. The customer claims the ventilator failed. Compressions continued to work fine, but no oxygen is released from the ventilator even at the maximum setting. When the unit was rec'd at the MFR, it was apparent that it had been damaged. It had rec'd a blow of some kind to the ventilator control sufficient to break the knob and damage the case. Damage to the ventilator needle valve is preventing it from providing adequate ventilation. Paramedics at the scene of this event report that the pt was dead when they arrived but resuscitation was attempted using the devic for chest compressions and a resuscitation bag for ventilation.